Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a breach in aseptic technique during peritoneal dialysis which resulted in peritonitis. The breach in aseptic technique was further described as a touch contamination. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with ceftriaxone (intravenously, dosage, frequency, and duration not reported) and then switched on unreported date to cefazolin (1g, intraperitoneally, frequency and duration not reported) and ceftazidime (dosage, route, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. After two days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. The patient was retrained on proper aseptic technique. Additional information was requested, but is not available.